Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to customer not charging the pump resulting in pump shutdown interrupting insulin therapy. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.